Event description:
It was reported that one device was used during a lung biopsy. It was reported by the affiliate that et45g instrument was difficult to use. The actioning has been difficult and the cut has been imprecise. There was no consequence to the pt.